Event description:
This rv lead was implanted on (B)(6)2008 and remains implanted at this time. A call to technical services placed on 9/13/2013 stated that there was an increase in rv threshold output from 2.5 v to 3.4 v @ 1 .0 ms. There was also loss of capture. The rv output was increased to 5.0 v @ 1.0 ms to achieve rv capture. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).